Event description:
It was reported that a patient had a system implant on (B)(6) 2018. Due to extensive patient movement, both right atrial and right ventricular leads dislodged on the same day. On (B)(6) 2018, the pulse generator was re-implanted on the patient¿s right side; both leads were explanted and replaced as well. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.